Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-04887. It was reported the patient experienced ineffective stimulation from her scs system. Additional information revealed the patient leads had migrated. As such, the patient underwent surgical intervention wherein the system was explanted and replaced. Effective stimulation was achieved following the procedure.